Event description:
It was reported that the pacing rate on the external pulse generator (epg) did not match the programmed rate, pacing at a lower rate than the setting. The epg was returned to the manufacturer for servicing. The condition was found prior to being used on the patient, no complications were reported.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, as a result the main printed circuit board (pcb) and flex assemblies were replaced. It was also noted that there was a crack on a dial knob and there was blood contamination on the housing. (B)(4).